Manufacturer narrative:
The device was manufactured between 11jun2018 and 12jun2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility reported this event to the FDA through mw5082200. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of 3000ml eva tpn bags leaked. The reporter stated that the bags experienced a ¿loss of integrity¿ due to "spontaneous rips" in the bags after being filled with solution. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.